Event description:
Drug/diluent: unknown. Fill volume: unknown. Flow rate: unknown. Procedure: shoulder surgery. Cathplace: shoulder. Patient alleges degeneration of shoulder cartilage following placement of an I-flow pain pump after surgery on or about (B)(6) 2004.

Manufacturer narrative:
Method: no product was returned for evaluation and investigation. The lot number was not provided, therefore the device history records could not be reviewed. Results: the information contained herein is based on the information provided by the initial reporter. The report did not provide any specific information concerning the procedure, or other particulars of the alleged incident. Without the actual product or details of the incident, an analysis cannot be conducted. The on-q pump directions for use (dfu) contain a warning that states: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." (B)(4). I-flow has also prepared a technical bulletin entitled (B)(4). Conclusion: as this complaint was created from a lawsuit served on I-flow or the threat of a lawsuit, no customer contact can be made at this time due to the pending litigation.